Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient experienced an infection at the implantable cardiac monitor (icm) incision site and was treated with antibiotics. It was further reported that the icm migrated out of incision site. The icm was removed. No further patient complications have been reported as a result of this event.